Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol got stuck into the injector and the haptic broke, the lens was removed and the new iol was placed without complication. Additional information has been requested and received stated that there was no patient harm and patient was not hospitalized.

Manufacturer narrative:
On initial MDR, missed to report concomitant medication. The viscoelastic, indicated is not qualified for use with company delivery systems. The returned questionnaire, indicated the "unspecified injector" was not a company cartridge. The root cause for the reported lens damage may be related to a failure to follow the instruction for use IFU. The viscoelastic, indicated is not qualified for use with company delivery systems. The returned questionnaire, indicated the "unspecified injector" was not a company cartridge. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).